Manufacturer narrative:
The device was not returned for evaluation. Without evaluating the device, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 20.5 mmol/l (370 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. A correction bolus was delivered through the pod and the patient's bg levels did not lower. When the pod was removed, it was noted that the cannula appeared bent. To treat the patient's elevated bg levels, a new pod was applied and a correction bolus was delivered through the device. After the correction was administered with the new pod, the patient's bg levels eventually dropped to 6.1 mmol/l (110 mg/dl).

Manufacturer narrative:
The returned device was evaluated and no issues were observed to the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate the device struggling to deliver insulin or an occlusion from a bent/kinked cannula.